Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch to confirm the reported event. The lot number was also not reported to greatbatch. The cause of the reported event is unknown as the complaint sample was not returned to the distributor to send to greatbatch. Report source distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the broach handle broke while the surgeon was trying to insert the broach trial into the femur. The procedure was not completed as intended, however the device was not returned for investigation and no further information was provided with regard to completion of the surgery. No known adverse events were reported as a result of the malfunction.